Event description:
A customer reported to beckman coulter hotline support that their unicel dxc 600i instrument was leaking because the cuvette wash/vacuum probe was not aspirating liquid. Yellow/blue solution was found covering the reaction wheel as well as inside and outside of the cuvettes. A suppressed triglyceride result was generated which first alerted the customer to a potential problem. The customer stated an erroneous total bilirubin result was also generated and reported outside of the laboratory. The initial total bilirubin was 0.0 mg/dl and the rerun was 0.7 mg/dl. The customer reported the result out of the laboratory, however, patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched. During a service visit, the fse noted that the reaction wheel flooded and many cuvettes were chipped. The fse also noted that the customer stated a wobble in the wheel was present. The fse decontaminated the wheel and while decontaminating it one of the 2 screws securing the 9 pin d connector to the pcb under the reaction wheel fell off. The fse noted that the loose screw may have caused misalignment of the reaction wheel. The fse disassembled the cuvette wash manifold and flushed all vacuum ports. The fse replaced valve v4, the reaction wheel and all cuvettes; he then performed alignments to reaction wheel. The manufacturer reference number for this event is (B)(4).